Event description:
Device 2 of 3; reference MFR. Report# 1627487-2019-03041 and 1627487-2019-03043. It was reported the patient was not able to set the ipg into MRI mode due to high impedance. As a result, surgical intervention was undertaken to explant the scs system.